Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation of the implantable cardioverter defibrillator, backup operation was noted. The device was restored successfully.

Event description:
New information noted that the patient was fine after the device was restored.